Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not used at an implant procedure has the device had displayed to fault codes. The product was to be returned for analysis. No patient harm has been reported.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observations.